Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 as a replacement lens to low vaulting. It was indicated that there was still low value. The problem is not resolved.